Event description:
A malfunction alarm occurred and was reported by the customer. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, preventing recurrence of the malfunction code, and was advised to continue using the pump while contacting support if the issue reoccurs.